Event description:
A customer reported a malfunction with their insulin pump, experiencing repeated occurrences of the same issue. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use current pump.